Manufacturer narrative:
An event of "dissection in the lesion" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire aeris instructions for use (IFU) states that potential complications which may be encountered during all catheterization procedures include but are not limited to: vessel dissection or occlusion, perforation, embolus, spasm, local and/or systemic infection, pneumothorax, congestive heart failure, myocardial infarction, hypotension, chest pain, renal insufficiency, serious arrhythmias or death. The pressurewire instructions for use (IFU) states that vessel dissection is a potential complication which may be encountered during all catheterization procedures.

Event description:
The pressurewire x, wireless was used to treat a lesion in the lad, however a dissection in the lesion occurred. A stent was placed as intervention and to correct dissection and furthermore the procedure was completed with another pressurewire x, wireless. Patient weight is not available.